Event description:
The reporter contacted animas on (B)(6) 2013 reporting a damaged display lens issue; the reporter indicated that the display screen was scratched and confirmed that there was no lens film on the pump display. There is no indication of an adverse event related to the issue. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display lens is scratched, making it difficult to read.